Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported the customer received a "replace sensor" message on day 1 of wearing the adc freestyle libre sensor. It was further reported the customer "could not wake" so his wife treated him with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release.  All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer's wife reported the customer received a "replace sensor" message on day 1 of wearing the adc freestyle libre sensor. It was further reported the customer "could not wake" so his wife treated him with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.